Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a system had no phacoemulsification and no aspiration during a surgery. No system message was displayed. The system was exchanged to complete the surgery. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. A footswitch cable was sent directly to the customer to address the issue. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event is likely attributed to a damaged footswitch cable. However, cable damage cannot be confirmed, as it was not returned for investigation. (B)(4).